Event description:
It was reported that an attachment and a cutting device "became disconnected twice" from the motor device during a surgical procedure. It was unknown if an identical spare device was available for use. No injuries, delays or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned. Reliability engineering evaluated the device and the reported condition of the attachment being disconnected from the hand piece device was duplicated. Engineering also noticed that the attachment was overheating, power not working and the cable was frayed. Findings revealed that this event was due to normal use and servicing over time. If additional information should become available, a supplemental report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.